Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 failed to unlock. The field service engineer (fse) had called the customer to verify if the operating room was available, but the customer informed that the case was still ongoing, with no estimated time for completion. The fse followed up with the site again later, and the customer confirmed that there was no longer a failed drawer. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, drawer was failed to unlock. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.